Event description:
It was reported that the customer felt the insulin pump was over delivering insulin. The customer disconnected the infusion set and noticed that her pants were wet where her site was. However, no hypoglycemia was reported. It was also stated that the drive support cap was loose. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip. No damage to the drive support cap noted. The insulin pump passed the prime, displacement, occlusion, basic occlusion and excessive no delivery alarm test.